Event description:
Baxter reports multiple incidents of a transfer set leak. The leaks were noted with the clamps in the closed position. The transfer sets had been in place for 4-6 weeks. No patient injury or medical intervention was reported per baxter affiliate.